Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, curved openings, wear abrasion, flat creases, around 0-25% of the shell is missing. A leak test was not performed since there are many openings and the shell is broken. A microscopic analysis identified a curved striated openings on anterior and posterior side assessed as surgical damage and broken shell with striated edge on posterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: curved striated opening assessed as surgical damage, a broken shell with striated edge assessed as surgical damage, and a missing shell that is assessed as inconclusive. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.